Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found within specification in relation to the false upstream occlusion messages, which were confirmed through review of the event history log but not reproduced. The device passed further testing and the cause was unable to be determined.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.